Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.

Event description:
Boston scientific received info that the pt implanted with this right ventricular (rv) lead presented to the hospital with symptoms of diaphragmatic stimulation. During lead testing, loss of capture (loc) at maximum output was observed. Diaphragmatic stimulation was noted at high and low outputs. There was no concern of perforation. An invasive procedure was performed. The lead was repositioned successfully and no perforation was observed. No additional adverse pt effects were reported. The lead remains implanted and in service. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.